Event description:
Premature deflation of the internal bolster. Found 54 days after placement. The user cut the catheter on the dotted line afterward.

Manufacturer narrative:
The complaint of premature deflation of the fas trac internal balloon is inconclusive. Upon receipt of the complaint sample, a tactile examination showed the internal bolster to be deflated. The complaint sample was returned in three sections. The sample had been cut at its traction removal site. The complaint incident could not be replicated in the laboratory setting due to the condition of the sample. Gross and microscopic examinations confirm that the white adhesive inner lumen plug was placed proximal to the traction removal site. Testing for leakage along the path of the air conduit and internal bolster was performed by attaching a blunt connector into the proximal end of the air conduit. A 12 cc syringe filled with water was then attached to the connector. The air conduit was then infused with water. Water was observed filling the internal balloon. No leaks were seen emanating from the surface of the internal balloon or along the path of the air conduit. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.